Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported high blood glucose and insulin pump alarmed unexpected restart and external ram crc error. Troubleshooting was done. Customer's blood glucose was 132 mg/dl. Customer stated he treats high blood glucose with manual injection. While troubleshooting the insulin pump alarmed unexpected restart. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.